Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The pt experienced underinfusion. The physician pulled more drug than expected from the reservoir. The pump was explanted; the catheter was not removed from the pt. The pt recovered without sequela. The drugs being administered via the pump were dilaudid and bupivacaine.